Event description:
The customer stated an architect (B)(4) analyzer generated a falsely elevated ca 19-9 result for one patient sample. The patient had a history of ca 19-9 results between 20 and 30 u/ml. On (B)(6) 2013, he architect generated ca 19-9 results of 359.6 and 352.0 u/ml. On (B)(6) 2013, the architect generated a ca 19-9 result of 32.1 u/ml. There was no adverse impact to patient management reported.

Manufacturer narrative:
(B)(4). A follow up report will be submitted when the evaluation is complete.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, and a review of labeling. Tracking and trending did not identify any atypical complaint activity related to the issue under review. Labeling was reviewed and found to be adequate. A product deficiency was not identified.